Event description:
The initial reporter received false-positive elecsys toxo igg results for six patient samples with a cobas e 801 analytical unit. Note: the unit of measure was requested but not provided for the following results. Patient 1: sample 1: on (B)(6) 2021, the result was <0.18. Sample 2: on (B)(6) 2021, the result was 1.20. The repeated result was 1.04. Both samples were repeated with results of <0.18 patient 2: sample 1: on (B)(6) 2021, the result was <0.18. Sample 2: on (B)(6) 2021, the result was 9.42. Sample 3: on (B)(6) 2021, the result from a new sample was <0.18. Patient 3: sample 1: on (B)(6) 2021, the result was <0.18. Sample 2: on (B)(6) 2021, the result was 1.86. The repeated result was 1.84. On (B)(6) 2021, the second repeated result was <0.18. Patient 4: sample 1: on (B)(6) 2021, the result was <0.18. Sample 2: on (B)(6) 2021, the result was 1.77. On (B)(6) 2021, the repeated result was <0.18. Patient 5: sample 1: on (B)(6) 2021, the result was <0.18. Sample 2: on (B)(6) 2021, the result was 17.3. On (B)(6) 2021, the repeated result was <0.18. Patient 6: on (B)(6) 2021, the initial result was 1.4. The repeated result was <0.18. The questionable results were not reported outside of the laboratory. The reagent lot number 534677. The expiration date was requested but not provided.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results were within range. The investigation reviewed the system's alarm trace which lists a significant number of sample short and sample clot alarms. The investigation determined the event was consistent with either pre-analytics or an issue with when the sample was pipetted due to instrument settings at the customer site. A general reagent issue can be excluded.